Manufacturer narrative:
This issue comes to us from iran through one of our (B)(4) affiliates. This is approximately the 15th similar complaint for this device family coming out of (B)(6) in the last year. This failure type is, except for (B)(6), a rare occurrence. We are suspecting that the device is being bent and re-straightened over and over again, however may times, thus work hardening the instrument into failure; this is just a hypothesis and outside of this we cannot discern any other root cause for the reported event. Nothing is being returned for evaluation and no further information will be forthcoming; possibly due to this being (B)(6), cultural and political barriers, it is difficult to know. At this point int time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting that during a knee procedure, a portion of the tip of a femoral aimer broke off into the patient's joint space. The fragment was retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient. Complaint device discarded by user facility.